Event description:
It was reported that a user experienced repeated insulin occlusion alerts on an ilet system, including after resuming insulin delivery; a guided "fill tubing only" attempt resulted in an "unable to proceed" message, with a reported blood glucose of 356 mg/dl. A full supply change after device restart was completed successfully. Customer care provided support that included walking user through supply change conducted remotely. Investigation of this case revealed an occlusion alert condition with unclear cause. No symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no medical intervention and continued device use after supply change. It was concluded that the event involved hyperglycemia associated with an unresolved insulin delivery interruption and that the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.